Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. A DHR (device history record) review could not be conducted since the lot number was not provided. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported via maude report as: the customer alleges that the patient was intubated and an occlusion of the endotracheal tube was noted. The secretions were clogged in the tube after 48 hours or greater. The tube was malformed while in the airway. There is no report of patient injury or harm.